Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: (B)(6) 2007.

Event description:
It was reported that the pump was "defective". It was added that the catheter/ tubing had shredded. The pump and catheter were indicated to have been replaced in (B)(6) 2007. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported they had performed a dye study which found the shredded catheter and the patient 'had to get a second pump right away.'

Manufacturer narrative:
(B)(4).